Event description:
It was reported that the device had error code 255-32784-275. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device had error code 255-32784-275 was not identified during the customer call. However, to address the issue, tech support recommended ensure the 8015 is connected to ac power prior to connecting to system maintenance.